Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a mentor memorygel breast implant 500cc and experienced capsular contracture baker grade iii on the right side post-operatively, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On nov 8 2021, additional information was received indicating the patient also experienced several unexplained systemic symptoms including hair loss, dark circles, joint pain, inflammation, rash, thyroid, hashimoto diagnosis, blurred vision, dizziness, tachycardia, palpitations, shortness of breath, pain, weight gain, weight loss, migraines, memory and concentration issues, anxiety, depression, gi issues, chronic fatigue, and fibromyalgia. The device explantation date was identified as (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This report is for the right breast prosthesis. Reason for device explant and/or reoperation: autoimmune disorder, capsular contracture manufacturer¿s reference number: (B)(4).